Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "while this ventilator was being used on a patient, technical event: 232035 began occurring repeatedly, so the hospital staff replaced it with another ventilator." No health consequences or impact. Hamilton medical ag addition: the case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established. It has to be clarified that a technical event (te) indicates a non-critical hardware or sensor anomaly. Ventilation is still provided by the device when a "te" occurs.

Manufacturer narrative:
Investigation outcome: it was reported that the device repeatedly alarmed for tf232035 pfilter sensor defect during ventilation. Consequently, the patient was moved to another ventilator. Based on the information provided in the complaint, no harm to the patient, user, or any third party was reported. The reported tf232035 (pfilter sensor defect) alarm could not be reproduced during service evaluation by the local service engineer. Device inspection and troubleshooting by the local service engineer did not confirm a persistent or repeatable malfunction. Although intermittent observations were noted in service mode¿specifically sporadic increases in blower speed (~640 rpm at zero inspiratory flow) and occasional deviation in the (pambient ¿ pfilter) measurement (approx. -0.6)¿these behaviors were not linked to a confirmed hardware failure. Replacement of the blower module did not alter the observed behavior, further indicating that the blower assembly was not the root cause. No conclusive evidence of a device malfunction was identified. The device met functional expectations during testing and was returned to clinical use. Based on the available information, the root cause of the reported alarm remains undetermined, and no device-related deficiency could be confirmed.